Manufacturer narrative:
Continuation of d10: product ID 97745, serial #(B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient representative regarding an external device. The reason for call was caller stated that the implant (ins) battery was getting old and it was not holding a charge. Caller mentioned that they have to charge the ins every other day. Caller mentioned that the ins was charging halfway even they have the recharger plugged in for 4 hours. Caller confirmed issue has been going on for couple of months ago. Caller confirmed getting error but they cannot recall. Caller reset the controller and saw no device found. Patient was not with them at the end of the call unable to resolve no device found message. A request was sent to repair to replace the controller. No symptoms were reported.